Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system sn (B)(6) displayed a tcmid:05 (coolant diff failure) error message was confirmed in the system's event log and during functional testing. The investigation findings determined that the root cause of the reported issue was due to bad contact of the temperature probe and the pic16 board. To remedy the problem, the contacts between the temperature probe and the pic16 board were cleaned. Reviewing the console's event log revealed several tcmid:05 (coolant diff failure) error messages around the reported event date, confirming the reported complaint. The thermogard system failed initial functional testing as the console displayed a tcmid:05 error message, confirming the reported complaint. After cleaning the contacts between the lm 34a/b temperature sensor and the pic-16 circuit board, the thermogard system ran with no errors or faults. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and one similar complaint was found for the thermogard console with serial number (B)(6). (B)(4) was documented on 05 october 2018 for tcmid:05, and the contacts between the temperature probe and pic16 board were cleaned to remedy the problem.

Event description:
The customer reported that the thermogard xp ivtm system sn (B)(6) displayed a tcmid:05 (coolant diff failure) error message. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.